Manufacturer narrative:
Additional information: system information received: UDI and manufacture date.

Manufacturer narrative:
Device manufacturing date is unavailable. The suspect handle has been received by the manufacturer for evaluation. The end caps of the ratcheting handle have been broken off and are missing. The ratchet and tool retention mechanisms are intact and functional. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information that, during spinal fusion procedure, the ratcheting handle was damaged. The procedure was completed with the use of navigation. There was no delay to patient. No known impact on patient outcome.